Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693558 lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced, as it neared the replace ment indicator, for suspected early elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.